Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in the EU reported a male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 showed flow issues (purge pressure rose to 1050mmhg and purge flow rate dropped to 1.5ml/hr), there was no reported patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. Based on the log review, the cause of the high purge pressure issue was most likely biomaterial.